Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - could you provide more details regarding the failure of the stratafix that led to the cuff falling apart? Unfortunately I have no additional information. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What is meant by the ¿cuff fell apart¿? 2. Was the vaginal cuff tissue fragile? 3. Did the vaginal cuff suture line open up? 4. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? 5. Did the suture break? 6. Did the barbs not engage in the tissue? 7. Did the suture pull through the tissue? 8. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? 9. Was at least one reverse stitch performed prior to closure? 10. Were there any unexpected outcomes or complications as a result of the conversion to laparoscopic? 11. Was the patient¿s treatment altered in anyway due to the conversion to laparoscopic? If yes, please explain. 12. Was the post-operative care changed due to this event? Please specify. 13. Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe 14. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure 15. The diagnosis and indication for the index surgical procedure? 16. What was the tissue condition (normal, thin, calcified, fragile, diseased)? 17. Please describe any medical/surgical intervention required for this suture event including dates and results. 18. What symptoms did the patient experience when the cuff fell apart? 19. Other relevant patient history/concomitant medications? 20. What is the physician¿s opinion as to the etiology of or contributing factors to this event? 21. What is the patient's current status? 22. Lot number?

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Could you provide more details regarding the failure of the stratafix that led to the cuff falling apart? Unfortunately, I have no additional information however the surgeon using the product was dr. Do you have any photos available for visual analysis? Could you kindly provide the lot number, please? Please provide the source or name of person providing answers to follow-up questions: no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a robotic hysterectomy on (B)(6) 2025 and barbed suture was used. The surgeon was trialing the barbed suture and during the cuff closure, the cuff fell apart after use of the stratafix. Case was completed laparoscopically and cuff was resewn with an unknown product code. No patient harm was reported. Device was discarded. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d3 manufacturer email. Additional information: e1 initial reporter email. Additional information was requested, and the following was obtained: 8. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. 9. Was at least one reverse stitch performed prior to closure? Yes.